Event description:
The customer claims that the chair pad sensor does not alert the alarm when pressure has been taken off the sensor. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the chair sensor pad has been folded. When pressure is applied to the sensor pad, it has a continuous alarm. (B) (4).